Event description:
The customer reported to olympus, during an unknown procedure, the visera video system center had a dark image. Subsequently, the intended procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, no image was noted due to defective connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter name and address: (B)(4).

Manufacturer narrative:
Correction to h10 device evaluation: the customers complaint (dark image) was unable to be duplicated. Additionally, the repair center found that the device did not display an image and the front panel was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the dark image was unable to be duplicated. The root cause of the dark image was unable to be identified. The device evaluation confirmed that the device did not display an image. It¿s likely the loss of image was due to a faulty video connector socket. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.